Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: while using the blade a black material was on the patient's skin as part of the plasmablade¿ coating had chipped off from the blade. Analysis conclusion: complaint confirmed: insufficient cleaning of the electrode during use can create tissue and coagulum buildup on the electrode and inside the heat shrink. When this occurs, the rf energy path may be altered such that the energy is directed to the tissue on the electrode, rather than to the patient; it is probable the heat shrink will degrade and the electrode insulation coating can be compromised. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, the surgeon reported the coating on the plasmablade device tip was chipping off. There was no patient injury reported.